Manufacturer narrative:
(B)(4). Investigation results: the returned speedband superview super 7 device, and visual evaluation noted that only the ligator head was returned with all the bands were attached on the device. It was observed that one part of the suture thread was dislocated from the teeth. The handle assembly was not returned for analysis. A functional examination was performed on the ligator head using a spare lab handle assembly, and the test result showed that the dislocation of the suture knots caused a deployment failure. No other issues with the device were noted. This problem is likely due to problems traced to the manufacturing process. Therefore, the most probable root cause is manufacturing deficiency. An investigation to address this issue is in progress. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an esophageal varicose veins ligation procedure performed on (B)(6) 2021. During preparation, the physician noticed that the tripwire was not neat as it was kinked. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Investigation results revealed that the suture thread was dislocated from the ligator head teeth and when tested the device experienced a deployment failure; therefore, this is now an MDR reportable event.